Event description:
It was reported during a device follow-up in clinic, tachy episodes were observed due to noise. All electrical parameters were good. Lead damage is suspected. The patient refused a lead replacement procedure. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.